Event description:
During multiple coronary artery bypass procedure, one seal cracked during loading the seal into the delivery tube and two seals did not unravel completely during the removal process. The surgeon removed the seals without damage to the anastomosis. No patient complications were reported by the hosp. This report is for the second seal that did not unravel completely during removal process.